Event description:
The event was reported by a customer from (B)(6): "ketamine infusion on mt pump. End of infusion, a new bag placed and at the start up screen, the pump automatically primed. Pump was stopped and taken off pt." "Katamine infusion bag changed due to 24 hours expiry, continue last infusion selected, machine displayed 'prime line'. 1ml of katamine infusion primed while connected to pt. Infusion stopped immediately. Machine does not normally have 'prime line' option when continuing last infusion." Additional info received on(B)(4) 2015: "bag was not empty but was due to be changed because of being insitu for over 24 hours. Infusion stopped and pump turned off. Sapphire box opened and old bag removed, new bag connected. Box locked. Pump turned on. Repeat last infusion selected. Pump asked is the disconnected, yes was selected (however pt was not disconnected). Pump asked prime line ok to continue, ok was selected (ok was selected because we thought if we continue it wouldn't prime and would just continue the infusion, because the button said ok, not prime). Pump started priming and nursing staff immediately pressed stop. Incident reported.

Manufacturer narrative:
(B)(4).